Event description:
The customer received a blood glucose reading of 172mg/dl on the contour meter, re-tested on a different meter and the reading was 70mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer requested a new meter. The strip information was not provided and they are not expected to be returned for evaluation. A new meter was sent.